Manufacturer narrative:
Product analysis findings: the pipeline flex pusher distal hypotube was found stretched with the ptfe shrink tubing intact. The pipeline flex pusher hypotube proximal to the wire weld was found intact. The pipeline flex pusher proximal bumper, resheathing pad, and resheathing marker were found in good condition. The pipeline flex pusher distal core wire was found separated at the proximal dps restraint. The ptfe sleeves and tip coil were missing from the pipeline flex pusher. The pipeline flex braid was not found with the pipeline flex pusher. The pipeline flex braid was found within the microcatheter at ~7.5cm from the proximal end of the hub. The pipeline flex braid was removed from within the catheter for further examination. The pipeline flex braid proximal end was found open and in good condition. The pipeline flex braid distal end was found damaged; however, the damage likely occurred upon removal from within the catheter (cutting). The pipeline flex ptfe sleeves and tip coil were not recovered. The pipeline flex pusher distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the sem report, ¿the wire end exhibits features indicative of tool cutting/snipping.¿ no other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿resistance/stuck during delivery¿ was confirmed. Based on the investigation conducted resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. It was noted the patient's vessel tortuosity was severe. It is also possible the damage found with the catheter inner liner and wire contributed to the reported resistance. However, the cause for the damage could not be determined. It is likely the pipeline flex pusher became stretched due to the reported resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the long sheath, navien intermediate catheter, and phenom microcatheter were all delivered with no issues. Under fluoroscopy, it was seen the stent could not be pushed out of the microcatheter during the pushing process due to resistance in the middle segment. After many failed attempts, the entire system was withdrawn from the body. It was then found the middle section of the phenom microcatheter was kinked. A new phenom microcatheter and stent was used, and it was found the stent could not be pushed forward during the pushing process due to resistance in the middle segment. In the end, the entire system was withdrawn, and the push rod was found to be broken. The damage was clarified to be kinked in the proximal segment of the pushwire. A continuous flush had been administered during the procedure, and replacement products were used to complete the procedure. It was indicated that all devices were prepared/flushed as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed tight packing of the aneurysm, and good adhesion of the stent. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid ophthalmic artery segment with a max diameter of 3.5 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was not available.